Event description:
It was reported that the lotus edge valve delivery system kinked. Vascular access was obtained via a transfemoral approach. A 15f isleeve introducer sheath was placed. A 27 mm lotus edge valve delivery system was inserted through the 15f isleeve introducer sheath. After the 27mm lotus edge valve delivery system exited the 15f isleeve introducer sheath, a kinked in the area of the preshaped curve was noted on the delivery system. A second 27 mm lotus edge valve delivery system was advanced through the 15f isleeve introducer sheath and also kinked. The procedure was completed with a non boston scientific valve. No patient complications were reported.